Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the keys was not functioning. The customer¿s blood glucose was 5 mmol/l. Customer states that numbers was not ramping on their own also the scroll bar was not moving with no input. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states the button was unresponsive during an easy bolus attempt. Customer states the easy bolus feature was off. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Time was set accordingly and monitored. No time anomalies noted during testing.